Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out pump supplies to clear the occlusion. Customer's blood glucose (bg) was 345 mg/dl and a bolus was delivered to treat bg.